Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: 04.211.020s / l301150, va lockscr ø2.7 head 2.4 self-tap l20. Microscopic investigation shows clearly that the locking thread is badly damaged. The tread is plastically deformed what does not allow locking the screw head in the plate as foreseen. Also the thread at the screw shafts are plastically deformed. Due to the deformation / damage, it ias not possible to measure the dimension / shape of the locking threads. DHR review, no issue, microscopic investigation, user error could be identified all of the facts led us come to the conclusion that the screws were not properly aligned during insertion, as result; the threads came into hard contact with the plate what finally caused the reported damage of the threads. As result of this damage, it was not possible to lock the screw heads int the plate as intended. Therefore we classify this as handling error while insertion. A manufacturing issue can be excluded. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional classification code: hrs. (B)(4). Implant date is unknown. Explant date is unknown. Telephone number is unknown. A device history record review was performed for the subject device lot number l301150. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 10.feb.2017. Expiry date: 01.feb.2027. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Non-sterile 04.211.020/ h281348 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 23-jan-2017. Part #: 04.211.020, lot#: h281348 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm. Quantity 240. Inspection sheet - mill shaft threads, turn/thread head, flute final inspection sheet meet acceptance criteria of inspection sheet. Components: 04.211.020.999 - 2.8mm ti screw blank 20mm lot h276203 reviewed. Lot was released to bp55 on 16-jan-2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported devices were used in the surgery for the distal humeral condylar fracture on (B)(6) 2017. The va-lcp distal humeral plate (3 holes) was used for the procedure. When the final locking to the distal va hole was attempted, it was found that the locking screw was spinning around; thus, the plate could not be locked. When another screw was tried next, the same issue occurred again. When the screw was inserted again in a different angle since the va hole might have been damaged during drilling the bone, there was no improvement. Whichever the direction had the screw been inserted, the torque could not be applied, and the screw was just spinning around as a result. No screw was inserted to the involved hole because its locking did not work. The surgeon seemed to have been following the usual surgical technique. The surgery was extended for 30 minutes but successfully completed. No adverse consequence to the patient was reported. This is report 1 of 3 for (B)(4).